Event description:
Livanova deutschland received a report that an electronic gas blender resulted out of tolerance on flow measurements during maintenance activity. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in (B)(6), united kingdom. Device will be returned to manufacturer livanova deutschland for re-calibration. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue: the air and co2 flow rates were outside the specified acceptable limits. To solve the issue, air and co2 flow sensors were replaced. Functional test passed positively and the unit was returned to service. Taking into account livanova technical repair, the root cause of the reported issue has been assigned to defective flow sensors. The failure of electromechanical components can be attributed to numerous and non-deterministic factors such as exposure to heat, dust, moisture, accidental impacts (drops and falls), and power overloads or surges, as well as the variability of micro subcomponents.

Event description:
See initial report.